Event description:
A malfunction alarm was reported without any notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the problem reappeared, which the customer understood and acknowledged.